Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization on (B)(6) 2013, due to low blood glucose levels. Blood glucose reading at the time of hospitalization was unknown. On (B)(6) 2014, customer reported high blood glucose levels and experienced crabbiness, excess sweating and feeling mucky. The blood glucose reading was 276 mg/dl. The customer contacted her healthcare provider, who advised she was not receiving enough insulin and to treat with the insulin pump. Troubleshooting found the insulin's pump time was off by 2 hours, which was corrected. Nothing further reported.